Event description:
It was reported that this pacemaker device was not working. The patient had a heart attack and shortness of breath (sob). Boston scientific technical services (ts) referred patient to clinic. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.